Event description:
It was reported to philips that the smoke detector went off in equipment room. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the smoke detector in the equipment room was activated. Upon troubleshooting fse found that wiring within the converter located in the e cabinet had melted, resulting in smoke but no fire. To resolve the issue, fse replaced both the q and q2 converters located in the e cabinet. The defective each converter was returned to philips for analysis and the cause of the failure could not be conclusively determined by the supplier's part analysis. The failure of another converter (ct036131) revealed that emc1 filter 1 within the converter had suffered significant damage due to a short circuit, which accounts for the smoke observed emanating from the generator in the equipment room; but there were no indications of an actual fire. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was updated correctly.